Manufacturer narrative:
Analysis for the ins revealed no significant anomaly. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the mdt data report taken from the ins, during the time the ins was implanted it did not experience an over discharge but a por due to low voltage. A por will affect battery capacity. After the por, the battery was charged to 3.965 volts. Sixteen days after the last recharge while implanted, the battery depleted to the "therapy unavailable" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge. During bench analysis the ins was charged from 2.155 volts to 4.030 volts in 7 hours and 41 minutes. The last five recharges recorded before the ins was received for analysis showed 8 bars of recharging for each session. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the patient experienced difficulty recharging and short battery life. It was further reported the patient experienced less than 50% therapy relief and the hcp suspected stimulator/battery malfunction. The patient¿s implantable neurostimulator (ins) had previously overdischarged; however, the last overdischarge was resolved on (B)(6) 2019. It was noted the patient was not seen again until the hcp informed the rep of the intention to remove the battery per the patients¿ request. The patient had the neurostimulator off and had suspected a battery malfunction occurred. It was noted that after the first battery overdischarge, another attempt was made to address the issue, but the patient refused because he wanted the battery to be explanted. The cause of the recharging difficulty and short battery life was not determined. The rep offered to check the ins and perform an overload survey if necessary, however, it was noted the ins was ultimately explanted instead on an unknown date. It was unknown how the patient was as of (B)(6) 2019. No further complications were reported or anticipated.